Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a frayed recharger antenna cord. An email was sent to repair to replace the frayed cord. Patient said they have been without the device for 6 months because of the antenna issue. Patient mentioned this has happened 5 times in the 14 years they have had the device. Additional information was received from patient and said that currently his stimulation is off because the patient programmer and recharger aren't working right. Patient requested manual for the patient programmer and the legacy recharger. Patient called back saying they received replacement recharger antenna but they still weren't able to charge their implant because they would get the reposition antenna screen when they tried. Patient said their implant was off and confirmed they hadn't charged their implant for 6 months. Patient said patient programmer wouldn't connect with implant with or without patient programmer antenna attached. During call patient was getting poor communication on the patient programmer. Pt said that the patient programmer antenna was discolored and worn out, ps emailed repair to send replacement patient programmer antenna (ps reviewed this would not resolve the patient not being able to connect with implant and patient understood). Ps reviewed information about the implant possibly being in over discharge and redirected patient to hcp. Patient said they were implanted with dbs for severe ocd and said that they knew dbs wasn't a cure but with dbs their ocd was a little bit better so they would like to be able to have dbs back on.